Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the insertable cardiac monitor exhibited false pauses and atrial fibrillation episodes. No intervention was performed. Patient was stable.